Event description:
Arthrex bio-tenodesis disposable kit guide wire, which is needed to insert screw, was inserted through screw and applicator. The wire broke before being placed in the patient. New kit with same lot name was opened with no problems.